Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a radiofrequency ablation procedure, the patient had an onset of symptomatic atrial flutter that was treated with an oral antiarrhythmic medication. The atrial flutter resolved. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this adverse event.